Event description:
During dialysis treatment the pt called out that she was leaking blood. When the pt care technician arrived it was determined that the venous needle had become dislodged from the access. The staff alleges that the machine did not alarm. The needle was reinserted in a new location and treatment continued with no further problems. The staff estimated that the total blood loss was 200 cc. There were no comments of the pt experiencing pain or discomfort.